Manufacturer narrative:
No kit lot number was provided for a specific investigation. No sample was returned for further testing, and no additional information was provided. A review of complaint trends revealed that all of the alere determine hiv ½ ag/ab lots are performing according to label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that the device is performing within labeled claims.

Event description:
Three (B)(6) alere determine hiv 1/2 ag/ab combo results were reported from a customer to a sales representative at a conference. The actual number of patients ((B)(6) tests), patient gender, pregnancy status, treatment and patient outcome(s) were unknown. No device lot numbers or dates of occurence were provided. There is insufficient information to determine if a malfunction occurred. Three attempts to gain additional information from the customer were not successful..